Event description:
It was reported that multiple instances of noise reversion were observed through merlin.net on the atrial lead. In-clinic, it was determined that the lead had fractured. The lead was successfully explanted and replaced. Following the procedure, the patient was noted to be in good condition.

Manufacturer narrative:
.